Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy procedure, the bipolar energy source did not work as expected and the patient experienced unidentified bleeding leading to a 1-liter blood loss. The surgeon reports that the e200 bipolar energy was insufficient, contributing to the patient's blood loss. Blood products were administered. The bleeding was able to be controlled robotically with bipolar energy and surgicel product. The procedure was completed robotically. The patient was transferred to the intensive care unit (ICU) postoperatively and has since recovered well and has been discharged home.